Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. According to photographic evidence, paint was peeling from double fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. According to the photographic evidence, the paint was peeling from the double fork. There was no injury reported, however, we decided to report the issue in an abundance of caution as any particles falling off into a sterile field or during a procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to paint peeling and it contributed to the event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. When reviewing reportable events for these types of issues we were able to establish that the received incidents are occurring at a low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. According to the analysis performed by the subject matter expert, on the provided picture it can be noticed that the scratch is large and deep but mostly located in one area only. The most likely root cause is that it had rubbed against another device accidentally. Without any doubt it is a user error. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date 02/15/2015. Corrected h4 device manufacture date 02/05/2015.

Event description:
Manufacturer's reference number (B)(4).